Event description:
The patient reported that their implantable pulse generator (ipg) exhibited, "something," for a few minutes. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.